Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) due to fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) was reprogrammed, but the changes did not resolve the anomalies. The patient was stable throughout the intervention.